Event description:
Emergency room personnel were attending to a cardiac arrest pt who reportedly had been 'down' quite awhile prior to emergency department arrival. An attempt at delivering defibrillation therapy was made, however allegedly the device did not deliver energy. The opinion of a failure to deliver energy was based on the lack of expected muscular response to defibrillation. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.